Event description:
It was reported that a mitraclip procedure was performed to treat degenerative mitral regurgitation (mr) with a grade of 4 and a prolapsed posterior leaflet. A mitraclip ntw was inserted and advanced to the mitral valve. The clip was inverted from the left ventricle (lv) back into the left atrium (la). However, difficulties fully closing the clip occurred. The clip was ultimately fully closed to retrieve the clip. However, there was some resistance when removing the clip delivery system (cds) into the steerable guide catheter (sgc). To observe the issue, the cds was advanced and opened the clip. It was noted that the cds was interfering with the structures of the la. The sgc was repositioned, which resolved the resistance, and the clip was completely closed and the cds able to be retracted into the sgc. The clip was removed from the patient. The mr remained at a grade of 4. However, the patient developed cardiac tamponade. Drainage and percutaneous cardiopulmonary support (pcps) were performed, but there was no improvement and surgical intervention was required. A laceration at the base of the left atrial appendage, causing bleeding was observed. After the bleeding stopped, a mitral valve replacement (mvr) was performed. It was noted that cardiac structures were attached to the tip of the clip, and that it is likely that the damage occurred during cds retrieval.

Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar complaints reported from this lot. The investigation determined the reported difficulty closing the clip and difficulty removing the cds from the sgc appears to be related to procedural condition due to cds interfering with the structures of the la. The reported vascular dissection appears to be due to the difficulty removing the cds. The hemorrhage and tamponade appear to be cascading effects of the vascular dissection. Cardiac tamponade, hemorrhage, and vascular dissection are listed in the instructions for use as known possible complications associated with mitraclip procedures. The reported unexpected medical intervention, hospitalization and surgical intervention were results of case specific circumstances. There is no indication of a product issue with respect to manufacture, design or labeling.